Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient underwent heart transplant due to advancing aortic insufficiency requiring IV diuretics and inotropes, and the pump will be returned for evaluation (pump returned on 21feb2020).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s aortic insufficiency, as well as a direct correlation to heartmate 3, serial number: (B)(6), could not conclusively be determined through this evaluation. No device-related issues were observed during the evaluation of the returned device. The account reported that the patient underwent a heart transplant on (B)(6) 2020 due to advancing aortic insufficiency. There were no alarms associated with this event and the device was believed to have been operating as expected. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump housing. Approximately 6¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The apical cuff was returned with the cuff lock properly secured. The sealed outflow graft bend relief was returned secured around the graft attachment. Visual inspection of the inflow and outflow cannulas did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The lvad event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 22 minutes of data from on (B)(6) 2020. The lvad periodic log file contained data from on (B)(6) 2020. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The current heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 5 entitled ¿surgical procedures¿ warns the user that ¿moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow.¿ no further information was provided. The manufacturer is closing the file on this event.